Manufacturer narrative:
E1 initial reporter address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the left anterior descending artery (lad). A 2.75 x 38 mm synergy xd drug-eluting stent was deployed at nominal atmospheres and post-dilated and a proximal edge dissection was observed. The dissection was covered with another synergy xd and the procedure was completed. There was no further patient complications reported, and the patient status was stable and fully recovered.